Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display and no delivery alarms. The customer's blood glucose value was 180 mg/dl. The customer stated that no delivery alarm occurred two days ago and customer was able to clear it. The customer stated that after changing out the set, the reservoir icon only shows one bar but the right side is full. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. No missing segments or partial display during our testing. The reservoir icon on the display was functioning properly. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.